Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No button error alarms were noted. However, moisture damage was noted on keypad traces during visual inspection. The pump was received with cracked reservoir tube lip and cracked case near display window corners during visual inspection. No moisture damage was noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 350 mg/dl. The customer treated with an older pump. The customer mentioned that she went into the hot tub, and water could have splashed on the pump. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.